Event description:
It was reported that, "as the surgeon tightened the 3.0 small frag screw, the screwdrivers tip that engages the screw head, broke."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.